Manufacturer narrative:
No conclusion can be drawn.

Event description:
Info received from our foreign affiliate. Ng switched from acuvue 2 contact lenses. Info was not provided to differentiaan eye care professional (ecp) reported three pts developed corneal ulcers while wearing acuvue advance contact lenses. The limited info received from the ecp indicates the pts developed corneal ulcers after beite the three pts. The pts reportedly all developed corneal ulcers which the ecp thought "may be bacterial" and the pts were treated with "antibacterial eye drops." No clinical info was provided. The ecp reported that the pts visual acuity would not be affected and corneal ulcers would be healed in a few weeks. No add'l info was provided and we do not expect to receive any add'l info from the ecp. This event is being reported due to the possibility of a bacterial corneal ulcer. All MDR events are reviewed with senior management during quarterly management review meetings. This record is to document the reported adverse event for pt 3.